Manufacturer narrative:
Result: faulty / worn timing link.

Event description:
It was reported by service report that the head left rail would not lock in the upright position. No patient involvement or adverse consequences were reported.